Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery (rca), a 2.25x15 mm rx tenku dilatation catheter was used for pre-dilatation. A non-abbott guide wire was advanced to the side branch and the 2.25x15 mm rx tenku dilatation catheter was re-advanced without resistance over the non-abbott guide wire and was used as an anchoring balloon. A xience xpedition stent delivery system was advanced toward the distal rca with the support of a non-abbott guiding catheter. An attempt was made to remove the 2.25x15 mm rx tenku dilatation catheter but the dilatation catheter and the non-abbott guide wire were stuck together. Thus, the 2.25x15 mm rx tenku dilatation catheter and the non-abbott guide wire were withdrawn from the patient anatomy as a single unit. The xience xpedition stent was deployed in the lesion without any issues. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. Concomitant products: guide wire: xt-r, sion ,joker; guide catheter: cokatte. Evaluation summary: the device was returned for evaluation. The reported difficult to remove over the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty removing the catheter over the guide wire. Based on the information reviewed, there is no indication of a product deficiency.